Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a biliary stenting treatment procedure the stent would not deploy. A 10x80 blry endo uni plus halo7.5f/219cm stent had been advanced to treat an unspecified lesion in the biliary duct but the device would not deploy. There were no patient complications reported with the patient's current condition listed as "good". The returned product revealed the stent wires had perforated the sheath.

Manufacturer narrative:
Device analysis: returned product analysis revealed that the device was received with the stent fully mounted. An examination of the stent through the clear outer found that the stent wires had perforated the outer sheath. No other damages were noted with this device. It was not possible to retract the outer sheath in order to deploy the stent using excessive force. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause of the reported complaint is determined to be operational context.